Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was oversensing crosstalk. The patient condition was unknown. No further information was reported on this event.